Event description:
New information notes that during the device upgrade on (B)(6) 2019, the ra lead was explanted. The patient was asymptomatic to the noise before, during and after.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ams episodes were noted on a remote transmission. The patient was not reported to be symptomatic. There was high amplitude noise on the atrial lead. No other anomalies were reported. The noise could not be reproduced with isometrics. No changes were made, and a lead revision will be performed during the device upgrade.

Manufacturer narrative:
External insulation abrasion was noted at 13.8-14.0 cm from the connector pin, consistent with lead friction to the device can. The outer coil was melted at this location. This is consistent with the observation from the field of noise.